Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that after a laparoscopic sigmoid procedure, the patient developed an intra-luminal bleed approximately twelve hours post-op that required scoping and transfusion. Bleeding was controlled with clips. One device was discarded.